Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the sieve is leaking. As stated on the repair statement additional malfunction on this device: power switch has no alarm. The non-alarming issue is a reportable event which is the basis of this FDA filing.